Event description:
As reported: during device testing it was noted that sn (B)(4) had no capture at max output in any of the available vectors when connected to the device. The 2nd lead sn (B)(4) had thresholds greater than the acceptable limit. Both leads were capped. This is a similar event mdrs 2183787-2022-00014.